Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the catheter was observed to be damaged. The patient was experiencing inadequate pain relief. Surgical intervention was taken to explant the catheter.